Manufacturer narrative:
One pneupac¿ pneupac® babypac¿ ventilator was received in used condition. The expiratory time knob was not centered correctly. The technician made an adjustment to the knob and unit was then tested. The test found the device to be alarming high pressure during the testing of both the peep and peak inspiratory pressure at the max stop setting. The device was also alarming high pressure at max stop with no air mix. The aforementioned confirmed the customer's reported problem. The technician calibrated both the peak inspiratory pressure and peep/CPAP. The device was then retested and passed all functional checks. The customer's issue was attributed to normal wear and tear. The device needed calibration.

Event description:
Information was received indicating that this ventilator was not delivering properly. No adverse patient effects were reported.